Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical nephrectomy, the coating got disconnected from the jaws after vessel sealing. The product and the coating chipped and no parts fell into the patient's cavity. It was partially connected to the device and was retrieved when the device was removed from the cavity. All parts including the part that fell down will be sent. No damage to any organs or vessels. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. There was no missing piece on the damaged over mold or seal plate. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.